Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unexpected pump alarm a330 and a329. Blood glucose value was 189 mg/dl at the time of the incident. The customer inquired on how to stop the alerting and the customer was advised to remove the battery and place it in storage mode. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected this alarm is generated when a power failure is detected noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the device trace download. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than ten minutes and no unexpected post-reset ram crc alarm noted. (B)(4).